Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause for the analysis code of loose knob was determined to be traced to device design and further investigation and assessment were covered under a CAPA. The assignable root cause for the analysis codes of worn motor, contact damage, component damage and sticky trigger was determined to be due to component failure from wear. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed visual inspection. It was determined that the device contact was damaged, motor was worn, the turn knob was loose and the device trigger was sticky. It was determined that the device failed functional testing as the saw blade could not be mounted during the assessment. It was further determined that the device failed pretest for general condition, check for sticky trigger, check function of device, mode switch-test. It was noted that not all pre-testing could be performed. It was noted in the service order that the device had an undetermined malfunction along with two other battery oscillator devices and a battery charger device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.